Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. If additional information becomes available, an additional supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspection of the water feeding function: 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function: 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: due to clogging of the nozzle, water removal ability did not meet the standard value; switches 1 and 4 had a scratch; the adhesive around the light guide lens was peeled and as a result, a streak of flare appears in the image; the adhesive around the objective lens was peeled; the adhesive on the bending section cover had a crack and a white-clouded area; the plastic distal end cover was dirty; the connecting tube had a scratch and a wrinkle; due to wear of the angle wire, bending angle in up direction and the play of the upward/downward angulation control knob were out of the standard values; due to wear of the zoom lever, water tightness was lost; the forceps elevator lever was deformed; the indication on suction connector was peeled; the light guide lens had a crack; the suction cylinder was shaved; the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.